Manufacturer narrative:
Concomitant products: product ID 37642, serial # (B)(4), product type programmer, patient; product ID 37085-40, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 37085-40, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3387s-40, lot # v635198, implanted: (B)(6) 2011, product type lead; product ID 3387s-40, lot # v635198, implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
It was reported that the device battery was fading. It was noted that the current battery voltage as of the morning of the report as 2.55 volts. The reporter stated that the patient got the early replacement indicator (eri) message and a "call your doctor" icon and the patient's healthcare provider confirmed the message on (B)(6) 2013 at an appointment. The patient was not able to adjust stimulation. It was noted that the patient was having a hard time scheduling a revision surgery. It was reported that the patient "shakes and freezes" but was clarified that the patient didn't shake. The reporter stated that the only time the patient shook was when he was on medicine and he was off all medications. It was noted that when the battery goes out the patient would be unable to move. It was reported that the patient was on no medication at all so it was a "success story." It was noted that "a lot of the time what happened" was when the patient froze he fell. The reporter stated that he was set relatively high at 4.7 and 4.9 with a pulse rate of 2.2 (230 hz). It was later reported that the patient was at 4.9 and 4.8. It was unclear what the patient's exact settings were. It was reported that the patient hadn't been at that setting the whole time, and the level was raised up because of the pain. The reporter stated that the patient froze because of the pain. It was noted that the patient was monitoring battery depletion slopes. It was reported that it wasn't "exact time-wise" and the patient was feeling a change in his body, more of a burning sensation where the implants were and more headaches that started 1-2 months ago. It was noted that the patient wasn't "checking that well" until the point of going to an appointment on (B)(6) 2013-08-05 and "didn'think nothing of it." It was reported that the patient saw someone 6-7 months ago and it was indicated that the battery was at 2.89 volts. It was noted that the patient had "perfect" results and the doctor who did the operation really did a good job. It was later reported that the event was attributed to the implantable neurostimulator (ins) and there was normal battery depletion. It was noted that the ins was replaced on (B)(6) 2013 and there was post-operative programming on (B)(6) 2013. Signs and symptoms included overall stiffness and tightening in the lower abdomen. It was reported that the patient did not require hospitalization and there was no injury to the patient. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow- up report will be sent.